Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the iud is however embedded in her abdomen somewhere') and embedded device ('the iud is however embedded in her abdomen somewhere') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-iud embedded in abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the iud is however embedded in her abdomen somewhere') and embedded device ('the iud is however embedded in her abdomen somewhere') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-iud embedded in abdomen quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.